Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 316 mg/dl and diabetic ketoacidosis. The customer also reported an insulin flow block alarm. The customer was treated with an insulin drip and admitted to the hospital. The customer experienced the symptoms of confusion, sick, and pain. Troubleshooting was performed and found that the insulin flow block was resolved by infusion set change. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours prior to the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.